Manufacturer narrative:
The patient's age is estimated. Unique identifier (UDI)#: (device identifier) - (B)(4). Approximate age of device ¿ 2 years. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during a routine clinic visit on (B)(6) 2017, device interrogation revealed a pump stoppage on (B)(6) 2017. At time of clinic visit, the patient was symptomatic with complaints of dizziness. The patient¿s mean arterial blood pressure was 63 mmhg. The pump speed was decreased after an echocardiogram revealed the interventricular septum being ¿sucked into vad¿. The patient was also intravenous fluid, with signs of improvement. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages on (B)(6) 2017 that only appeared to have occurred while the vad was connected to the power module. No additional pump stoppages occurred since that date. The patient was provided an ungrounded power module patient cable for use while on power module support. On (B)(4) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement with no issues. A continuity test did not indicate any broken wires. After the replacement the patient was placed back on a grounded power module patient cable, and no additional alarms were reported. On (B)(4) 2017, additional log files submitted for review revealed additional pump stoppages on (B)(6) 2017 that all appear to have occurred while the patient was connected to the power module. The customer was advised to keep the vad connected to battery power or with the use of an ungrounded patient cable to the power module. Due to the proximity of the previous repair to the exit site, the manufacturer¿s technical services representatives stated that another repair would not be possible. No additional information was provided.

Manufacturer narrative:
Device evaluation: the replaced portion of the percutaneous lead (driveline) was returned. The report of pump stoppage events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the interruptions in pump function could not be conclusively determined. The log file captured multiple pump stoppages which were associated with corresponding low speed hazard events. All low speed/pump stoppage events captured in the log files occurred while the patient was operating on the power module and appear consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. Approximately 11 inches of the distal end of the driveline was returned for evaluation. Visual inspection of the underlying wires did not reveal any evidence of damage or wear. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that could have contributed to the reported event. The account reported that the patient was placed on a grounded power module patient cable following the repair and no issues were observed. However, additional pump stoppages occurred several days after the distal end driveline repair. The customer reported that the patient was instructed to use an ungrounded patient cable. The plan was to continue to monitor the patient and send regular log files to assess the driveline integrity. No further related events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that after additional pump stoppages occurred after the percutaneous lead (driveline) repair, the patient was instructed to use an ungrounded power module patient cable for use while on power module support.

Manufacturer narrative:
Added evaluation codes. It was noted that the conclusion codes were inadvertently omitted from the supplemental (follow-up #1)medwatch report.